Event description:
It was reported to resmed that an astral device displayed multiple safety reset complete alarms. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed an error message (sf74) related to the software. Performance testing confirmed successful device re-boot with no issues. The investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned and an evaluation was performed. Review of the device data logs confirmed the reported complaint, however, performance testing could not reproduce the reported complaint. The device was serviced and fully tested before it was returned to the customer. (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset complete alarms. There was no patient harm or serious injury reported as a result of this incident.